Manufacturer narrative:
Based on the reported information and evaluation of the returned product, the findings were as follows: the reported incident could not be duplicated when the clamp was put under pressure. The 80 pound torque knob tested good under pressure. The ratchet extension arm had no visible cracks. The lock needed to be tightened and had a little rotational movement, but this would not caused the slippage. The large starburst teeth showed some wear but was still functional and this would not have caused the slippage. The rocker arm passed the go nogo gage. All other components were functional. This unit was manufactured in 2004 with no previous service history. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
On (B)(6) 2011, it was reported that a few hours into the cervical laminectomy with instrumentation procedure, the patient's head started to slip in the pins. Disposable pins were used (catalog number and lot number of pins were not provided). The patient suffered a minor laceration that did not require sutures. The patient's head was repositioned when the doctors noticed it was slipping. The patient had to be re-pinned with new pins and another skull clamp was used, causing a 20 minute delay in the case. It was reported that the patient was "healthy."